Event description:
It was reported that the automatic capture feature of the device found high threshold and the pacing amplitude was increased. The patient normally trends low capture threshold. The automatic capture feature was programmed to monitor only and not adjust the pacing amplitude. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).